Event description:
It was reported that resistance was felt with the advancement of a trek (2.25x15) and during pre-dilatation of a heavily calcified left circumflex artery during the second inflation at 10 atmospheres contrast began leaking from the distal end of a trek (2.25x15). The balloon was removed and a trek (2.5x15) balloon catheter and vision stent were used to complete the procedure. There were no adverse patient effects or clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and a leak was noted from a tear in the tip. The balloon was able to be inflated and deflated with no issue. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough; guide cath: heartrail. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.